Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulmonary vein isolation and posterior wall ablation for a persistent atrial fibrillation procedure, a farawave 2.0 cath was selected for use. During the post-ablation mapping with a non-boston scientific mapping catheter, an anesthesiologist noted a drop in blood pressure to 70/34 mmhg, electrophysiologist checked the intracardiac echocardiography (ice) image and noticed a pericardial effusion. It was decided to do a pericardiocentesis. After draining about 50ml of blood the effusion was no longer visible on ice, after about forty-five minutes the patient was stable, no visible effusion, small amount of blood draining, a decision was made to send the patient for a CT scan. The complication was observed about fifteen minutes after the end of ablation when the farawave catheter was outside the patient body. Patient was admitted to hospital beyond the standard of care.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith efforts to obtain patient status are in progress. If additional information received, a supplemental report will be filed.